Event description:
The patient called in 2009 and reported that for the last 5 days when she turns her stim off at night, she wakes up and has cramps in both legs. The cramps do not go away if stim is turned back on. She reported having to get up to stretch to get cramps to subside. She also reports that she still feels some tingling in the left leg when stim is turned off. The patient was to see her physician in several days and would discuss this with him. The physician's nurse was called and stated they had reprogrammed the patient the previous month, and provided the following information from the clinic notes: 2003 - spinal cord stimulator placed. In 2007 - stimulator replaced. Three months later - patient in for fluoro check of lead placement. Scs is only covering the left abdomen and left buttocks, not her usual pain area. In 2008 - she had good coverage that month, when she was involved in car accident and ever since the scs was not covering the area. Approx six months later - her low back pain that is usually controlled well with the scs, however, after she tripped in 2008, denies loss of consciousness, any injury or trauma, but since then her muscles on the back are very tight. In 2009 - patient is having problems with her scs, she presented for adjusting her scs.